Event description:
It was reported to philips that the heartstart xl defibrillator showed artifact during cardioversion. There was no patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.